Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; auto-triggering occurred during patient-use. The customer performed troubleshooting and replaced exhalation valve, diaphragm and flow sensor. However the issue went unresolved. The customer reported the exhalation flow transducer failed calibration and the ad value was out of range. The customer reported there is no patient consequence associated with the event.